Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2016, patient underwent balloon kyphoplasty at l4 for compression fracture due to osteoporosis. Intra -op, balloon ruptured in the vertebral body during inflation because the bone was hard. Balloon was inflated in distorted shape (the anterior portion was less inflated than posterior portion). When the doctor tried re-inflation several times scraping the vertebral body with curette, the balloon ruptured. The product came in contact with the patient. Patient complications were unknown. It was also unknown whether the fragments of the balloon remained in patient or not. During post-operative inspection, it was found that the balloon was cracked and contract agent leaked. There was a delay in the procedure for less than 60 min.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.